Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event date: estimated date. The prostar events referenced and the proglide death referenced in the article are submitted under separate medwatch numbers. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature article title "vascular access site complications after completely percutaneous transfemoral aortic valve implantation."

Event description:
It was reported through a research article identifying prostar xl 10f and 6f proglide devices that were related to the following outcomes: retroperitoneal hematoma; hemorrhagic shock due to perforation of the extrenal iliac artery necessitating emergent surgical repair; iliac or femoral artery dissection (intimal dissection); impairment of leg perfusion; (pseudo)aneurysm formation; closure device-induced vessel stenosis/occlusion, conservative treatment; endovascular treatment by balloon angioplasty and/or stent implantation ; groin pain with slight secondary bleeding 1 day post procedure revealing a pseudoaneurysm at the puncture site treated by ultrasound-guided compression; claudication; surgical repair; prolonged hospitalization; perforation; and malposition of the device. Specific patient information is documented as unknown. Details are listed in the article, titled "vascular access site complications after percutaneous transfemoral aortic valve implantation".